Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol 3dmax (device #3) used to treat the patient. The patient's attorney did allege injuries; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol 3dmax (device #3). An additional emdr was submitted to represent the bard/davol 3dmax (device #1) and bard/davol ventralex st (device #2). Device not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2018: the patient underwent surgery for implant of an unspecified bard/davol 3dmax (device #1) and implant of an unspecified bard/davol ventralex st (device #2). (B)(6) 2018: the patient had unspecified injuries and underwent surgery for implant of an unspecified bard/davol 3dmax (device #3). The patient is making a claim for an adverse patient outcome against the two (2) 3dmax (device #1) and (device #3) and ventralex st (device #2). The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."